Manufacturer narrative:
Initial reporter- phone number:(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a rupture of one of the implants. Device side unknown. Device remains implanted.